Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cracks on the left and right corners of the screen, underneath the escape button by the reservoir window, and by the reservoir compartment top. The customer also noted that the threading of the reservoir compartment was damaged as well. The most recent blood glucose reading was 68 mg/dl earlier that day due to an extra bolus she had given herself without food. She stated that there were areas on the device that had been dulled down and had little nicks on it. Advised replacement of the insulin pump. Nothing further reported.